Event description:
Rupture of balloon during stent placement, unable to get the balloon into sheath. When tried to withdraw the balloon, one piece remained inside the body. They had to open the body to take it out.

Manufacturer narrative:
The returned sample upon inspection had a longitudinal tear approx half way down the dilatation zone of the balloon that then became a radial tear. The distal end of the balloon that then became a radial tear. The distal end of the balloon and shaft had been separated from the rest of the device. The separated section had the distal balloon bond still intact; however the distal section of balloon was bunched up in a ball around the distal end of the shaft from the attempts of withdrawal back through the sheath. The shaft under the balloon in the proximal section had been elongated approx 2cm. This is most likely due to excessive loading during the attempts to remove the balloon through the introducer sheath. A review of the production lot history data could not be performed because a lot number for the device in question was not provided. With no add¿l procedural details, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.